Manufacturer narrative:
The device sample was received by the MFR but the investigation has not been completed at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the facility inspected the applier and found the applier could not clamp the clips. There was no pt involvement.